Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" message and failed self test for defib function complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.